Event description:
The customer reported that pump serial number (B)(4) is experiencing "door close errors". There was no patient injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device has been returned to baxter for eval. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.